Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted. The insulin pump had a cracked case at the display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
The customer's father reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 416 mg/dl. The customer was treated with manual injection. The drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The father was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The father was advised that the insulin pump would be replaced and agreed to return the product for analysis.